Event description:
The device was returned and the analysis has been completed. There were kinks on the sheath at 6.2cm and a severe kink at the stent stop area at 26cm extending 1.5cm in length. A third kink was located at 74.7cm from the distal edge of the graft cover. The external slider was at the starting position. The quick disconnect button was engaged in place. During evaluation, the external slider rotated and retracted fine; however, there was no corresponding movement of the graft cover. The external slider movement was obstructed when attempted to return to the starting position. The device was disassembled and the graft cover was found detached from the t-tube and was folded over, which was obstructing the movement of the external slider. The deployment difficulties complaint was confirmed. The root cause was determined over-mold process failure between the graft cover and the t-tube components causing the graft cover to break off.

Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of a customer notification carried out outside of the united states for deployment difficulties related to t-tube bond failures of the valiant xcelerant delivery system. These devices used as a configuration of parts that was never commercialized in the united states.

Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that during the procedure the stent graft could not be deployed by rotating the blue external slider. The physician removed the device from the patient and successfully completed the case with another device. No clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (deployment difficulty). (Cause of event is unknown).